Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported during intraocular lens (iol) implant procedure, when using the company injector to place the lens, lens was scratched and notched on both periphery and center area. The lens was broken into half and explanted. Replaced with back up company lens with unspecified diopter during initial procedure. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6, and h.11. A sample was not received at investigation site for evaluation for the report of it was damaged, so it had to be removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photo attached to the parent file was reviewed by the manufacturing site. Photo is of a pak label of the lens, the reported product information for lens is confirmed. Reported issue could not be confirmed from the photo review. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.